Manufacturer narrative:
Only the incident pressure relief pop-off valve for the laerdal silicone resuscitator (lsr), catalog # 851252, lot # 0506, was returned to laerdal medical as (lmas) for evaluation. It was returned in open position; the yellow stem had been forced upwards. It is not normal operation for the yellow stem to be "stuck or open" in the manner it was found. This can happen only if it is pulled up intentionally with some force. The directions for use (dfu) for the lsr describe a decontamination procedure to be done after each use that includes visual inspection and replacement of parts worn or damaged, and reassembly of the device followed by function testing to ensure the proper operation of the resuscitator after each disassembly. The function testing includes a test of pressure relief (pop-off) valve that would have discovered the yellow stem forced upwards had it been done.

Event description:
During an incident in another country in 2007 involving a male infant who was stable and reading for extubation, a pt model laerdal silicone resuscitator was being used during extubation procedure on the patient, and it did not operate as expected. When breath was given to the patient, the bag did not hold expected pressure and the patient was then extubated without bagging. Patient care was not affected and the patient was reported well oriented. After the incident, the user found that the pop-off valve had been stuck in the open position, allowing air leakage through the pop-off valve.